Manufacturer narrative:
Section d6b: explant date: n/a - lens remains implanted; therefore, not explanted. Section e1: first/given name: unknown, as information was requested but not provided. Section e1: last name: unknown, as information was requested but not provided. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded monofocal intraocular lens (iol) lens was inserted into the patient's eye, something looking like a piece of metal was floating in the eye. The doctor removed the foreign material and discarded it. No patient injury was reported, and no other medical intervention was required. The iol remains implanted in the patient's eye. The patient presents a good post-operative outcome. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided a photograph that was evaluated. The photograph showed the suspect lens inside the patient's eye. An unknown blue silver material was observed on the lens. Due to no product returned, further evaluation could not be performed. The complaint issue "foreign material - loose" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. ¿ all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.